Event description:
It was reported that the patient noticed something wrong with his inflatable penile prosthesis (ipp) about 3 months ago. During procedure, it was found that the right cylinder was ruptured. The device was successfully removed and replaced with a new ipp.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams700 ipp cylinders and ms pump were visually inspected and functionally tested. A leak attributed to input tube wear was identified in one of the cylinders at the proximal cylinder body. The other cylinder had a large tear due to input tube sleeve wear on the outer tube and large broken fabric threads; no leaks were found. The pump was functionally tested and failed activation test, requiring more than 8lb. Of force to activate. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient noticed something wrong with his inflatable penile prosthesis (ipp) about 3 months ago. During procedure, it was found that the right cylinder was ruptured. The device was successfully removed and replaced with a new ipp.